Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24june2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported failed extended self-test.the device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
Date received by manufacturer: 07oct2019. Date of report: 07oct2019. The service technician confirmed the reported issue. The service technician adjusted the pressure valve to resolve the reporte d issue. The service technician confirmed the device successfully passed performance specification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.